Event description:
The pt reportedly has been a poor performer since implantation. Due to lack of pt progress, the decision was made to explant the pt's device. Surgery to explant the pt's cii device is to be scheduled.